Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). The original serial number initially reported was for the device.

Event description:
The device was powered off suddenly while using to monitor to the pt. There was no adverse pt impact.